Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 385 mg/dl at highest. Multiple supply change were performed to resolve the issue. Reportedly, the customer continued using the pump for insulin therapy.